Event description:
It was reported that the right atrial lead exhibited low impedance and noise. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that the lead was returned in three pieces. The outer insulation was abraded at 23.1 cm to 24.9 cm from the distal tip. The abrasion was consistent with exposure to constant friction with another implantable device. This damage likely contributed to the reported anomalies.